Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the implant lasting only 2 years was unknown. The most likely cause was suggested to belikely related to the device. The healthcare provider stated the patient contacted them and customer support with manufacturer. They stated the patient did not want removal or re-implantation with a new device. They stated that at the 2nd surgery, all leads tested well and the device was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they recently were flying, so they wanted to shut the device off while flying and turn it back on when they get home. Patient stated that when they went to shut it off for this trip it was hard and took more time than usual and they got a message that said implanted battery low contact clinician. Patient called their doctor and was told to call [manufacturer] to see if there was a software update that they missed. Patient services reviewed ins will need to be replaced if ins battery showing ins low. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient in (B)(6) 2025. They reported that the cause was due to defective equipment. Patient (pt) was traveling for (B)(6) 2024 and went to shut it off on travel day - it gave them a hard time turning off and then stated ''internal battery depleted contact clinician' since the pt was also traveling in (B)(6) 2024 they chose not to attempt to turn it back on for fear that they could not shut it off for that trip, and have not attempted to turn it on since. Pt contacted their clinician and spoke to the company as to whether there was an update that they had missed - there was not. This was the 2nd stimulator that failed them - the first one lasted 4 years and then covid hit. When their clinician was able to replace it in 2022, it supposedly had a longer guarantee but this only lasted 2 years. At this point in the pt, and with their health care provider (hcp) approval, and after two defective models, they do not intend to replace it again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the implant lasting only 2 years was unknown. It was unknown if this issue was caused by normal battery depletion. The most likely cause was suggested to be likely related to the device. The healthcare provider stated the patient contacted them and customer support with manufacturer. They stated the patient did not want removal or re-implantation with a new device. They stated that at the 2nd surgery, all leads tested well and the device was implanted.